Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm carpentier-edwards surgical valve with an unknown implant duration has been placed under consideration for a valve-in-valve due to unknown reason.

Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 2800 aortic valve with an implant duration of 16 years, 5 months, underwent a valve-in-valve due to stenosis. The tavr was performed with a 26mm 9755rsl valve.